Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause and treatment of the ¿blue toe syndrome ¿is unknown as information was requested but not forthcoming. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) registry by our affiliates in (B)(6), one day post implant of a 23mm sapien 3 valve using transfemoral approach, blue toe syndrome was observed in the left toe and cholesterol embolization was diagnosed. Fluid replacement was performed. The patient¿s outcome was determined to be ¿not recovered¿. The access vessel minimum luminal diameter (mld) measured 5.4mm. The access vessel degree of calcification and tortuosity were mild. The sheath was inserted with no resistance.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.